Event description:
The pt was placed under anesthesia during a procedure and the endoscope had been inserted into the pt approximately 10 to 15 seconds when the pt began to experience bradycardia. The endoscope was removed and the physician worked to revive the pt for 45 minutes when the pt's heart rate spontaneously returned to normal. The pt was reported as being "neurologically devastated" and expired four days later upon removal of life support.